Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bacteremia and lead vegetation due to a pocket infection. The implantable cardioverter defibrillator (ICD) system was explanted. The patient will wear a defibrillator vest until the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.